Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced nausea and vomiting. The cgm reading was high, but when a fingerstick was taken the cgm reading was 370 mg/dl, and the blood glucose reading was 583 mg/dl. The patient was treated with insulin via the pump by the parent and was brought to the hospital. At the hospital the cgm reading was 400 mg/dl, and the blood glucose reading was over 600 mg/dl. The patient was treated with intravenous fluids, more insulin via the pump, and zofran. Blood tests were done but no results were reported. The patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarified information was provided. It was reported that the patient was discharged from the hospital 2 day safter the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).